Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. Additional information was identified during monitoring of postings on FDA hosted docket website. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had essure embedded in her uterus. She had a hysterectomy approximately 2 months later. This event, interpreted as device embedded (partial perforation) is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event and lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information was obtained despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039130) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted in 2014. The consumer stated she was presenting bad pelvic pain (so bad that most days she could not get off her couch). She was also experiencing migraines three times a week since having the procedure done. She never had them before. Consumer informed the date (B)(6) 2014; however she did not specify it. Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Follow up information received on 02-apr-2015: essure was inserted on (B)(6) 2014. Follow-up received on 16-jun-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Follow up information received on 27-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0874, awareness date 27-aug-2015). The consumer reported essure took her energy to play with her four kids. It made her bleed for two months because it was embedded in her uterus. She stated she had a hysterectomy performed in (B)(6) 2014 and since then had more energy to play more with her kids. At time of the report, she was (B)(6) years old. This case was upgraded to incident. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. Additional information was identified during monitoring of postings on FDA hosted docket website. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had essure embedded in her uterus. She had a hysterectomy approximately 2 months later. This event, interpreted as device embedded (partial perforation) is serious due to required intervention and listed in the reference safety information for essure. Considering the nature of this event and lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. No further information was obtained despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.